Event description:
Related manufacturer report number 1627487-2022-01041. It was reported that the patient lost therapy due to high impedance. As a result, surgical intervention is pending to address the issue. It is unknown which leads are related to the issue. Therefore, all the suspected devices are being reported.

Manufacturer narrative:
Date of event is unknown.

Manufacturer narrative:
A high impedance/autoreducing was reported to abbott. Based on information¿s received, the patient reported instances of autoreducing. During review in clinic high impedances were noted on lead one. High impedances noted to change between high and normal range fluctuating with positional changes of patient. All programming has been changed to utilize lead two that has normal impedances. Therapy is delivering without further interruption. Later patient has experienced further instances of autoreducing. Patient attended clinic following further impedance checks, high impedances noted on all contacts on both leads. Therapy is unable to be delivered. Ipg is switched off now. Patient has been referred to a neurosurgeon for paddle implant. No date yet made for review or revision surgery. The results of the investigation are inconclusive since the device was not returned for analysis.